Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title "comparison of outcomes following evar based on aneurysm diameter and volume and their postoperative variations". B3: date of procedure was estimated from (B)(6)2012 to (B)(6)2017. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
This study compared the results of multiple abdominal aortic aneurysm repair (aaa) procedures using proglide devices. The intention of this study was to evaluate the morphological characteristics of aortic aneurysms and compare them to the outcomes of aaa procedures using various non-abbott stents. The pre-close technique was used for all access sites using proglide devices. The rate of vascular complications were low; however, for proglide included the following: pseudoaneurysm, occlusion, and stenosis requiring the use of surgery, medication, and stenting. 12 deaths occurred; however, none were related to the use of proglide devices. The article concluded that patients with a larger aortic aneurysm have a higher risk of reintervention and unfavorable outcomes. Specific patient information is documented as unknown. Details are listed in the attached article, "comparison of outcomes following evar based on aneurysm diameter and volume and their postoperative variations."

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lots could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the adverse event without identified device or use problem could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effects of pseudoaneurysm, occlusion and stenosis are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.